Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic reaction on the same day of applying the adc freestyle libre sensor. The customer stated that her skin "came off" with the sensor and she made contact with an hcp who prescribed an unspecified steroid cream as treatment for her symptoms. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an allergic reaction on the same day of applying the adc freestyle libre sensor. The customer stated that her skin "came off" with the sensor and she made contact with an hcp who prescribed an unspecified steroid cream as treatment for her symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned and had not come off of the sensor. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.